Event description:
It was reported to philips that the system would not start up. The system was not in clinical use. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it was identified at startup of the system that geometry movements were not available. After a restart, the system was operational. The system was not in clinical use. A philips service engineer inspected the system onsite. It was identified that the geometry pc did not start up. The engineer cleaned the geometry pc and the reseated the connections and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movements occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Device problem code was corrected.